Manufacturer narrative:
H3: product analysis: evaluation determined that bearing detachment. The likely cause of failure is identified as internal parts of corrosion. It was also noted that drive shaft is missing, color ring is scratched, laser markings are faded. B3: actual date of incident not provided to manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for the device with unspecified malfunction. No patient impact reported. The event escalated to product event based on evaluation determined detached bearings. On follow-up no further information was provided on patient impact.